Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of loose or intermittent connection was not confirmed. Device was returned for analysis. Visual inspection, electrical and mechanical analysis performed did not find any anomalies.

Event description:
It was reported that during the implant procedure, the set screw was can't be tightened. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. No patient consequences reported throughout the procedure.